Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit, deterioration of the solenoid valve k7 was confirmed during the regular inspection. To fix the issue, the fse replaced the solenoid valve, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular inspection, the cs300 intra-aortic balloon pump (iabp) units solenoid valve k7 was deteriorated.